Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the lighting system and confirmed that the light head and spring arm had fully detached from the ceiling mount. The technician identified the root cause of the reported event was that the snap ring was not properly seated. As the snap ring was not fully seated, this allowed for the spring arm to loosen from its connection point and eventually detach from the lighting system resulting in the reported event. The technician made the necessary repairs, tested the unit, confirmed it was operating according to specification and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the light head and spring arm on their hexalux examination light detached and fell during cleaning activities contacting a user facility employee. No report of injury.